Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath shortly after a cardioversion procedure. It was further reported that the right atrial (ra) lead exhibited high thresholds, high impedance, intermittent capture, noise and a polarity switch occurred. The lead had exhibited intermittent undersensing prior to the cardioversion procedure. It was reported that the lead had also fractured. The revision or explant of the ra lead is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was reprogrammed.